Manufacturer narrative:
The anchorfast guard device was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends were observed. The lot number was not provided so a device history record review could not be conducted. The end user reported that they used a foam dressing under the lip foam once they noticed pressure. The IFU for this device states to discontinue use of the device if redness, skin irritation or pressure injury occurs. The account did not follow this precaution in the IFU. Hollister will conduct retraining for the account. Hollister will continue to monitor this reported issue. Since the lot number was not provided, only the di portion of the UDI is known.

Event description:
It was reported that a patient who was using a hollister anchorfast guard oral endotracheal tube fastener experienced an upper lip injury. It was reported that the anchorfast guard had been in place for 16 days over multiple devices and that they used a foam dressing under the lip foam once they noticed evidence of pressure starting. In addition, they reported that the patient was sweaty, and the product was slipping. They further reported that the patient experienced a full thickness upper lip injury and required medical treatment to address.